Event description:
Customer reported that she was taken to the hospital because she thought she was having a heart attack. At the hospital, it was discovered that customer was having low blood glucose. This occurred on (B)(6) 2014. Customer's blood glucose was 60 mg/dl at the time of admission. Leading up to the event, customer's sensor was not working and had been removed. The perceived cause of the low was incorrect basal rates. Customer has adjusted her basal rates since then and the device seems to be working fine. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).